Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 401 mg/dl. Customer stated that the insulin pump had insulin flow block alarm. Customer had blood glucose levels of 141 mg/dl, 135 mg/dl, 218 mg/dl,142 mg/dl,139 mg/dl, 287 mg/dl, and 88 mg/dl. Customer stated that the issue was resolved by changing complete set. Customer was reporting a past event. Customer was using auto mode feature. Customer stated that they received change sensor alert. Customer stated that they received sensor updating alert. Customer stated that they received calibration not accepted alert. Customer reported alarm did not occur during fill tubing. Customer was not feeling ok for troubleshooting. The insulin pump will not be returned for analysis.